Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, high and undefined impedance values and noise following an magnetic resonance imaging (MRI) scan. The physician elected to monitor the lead and took no action towards intervention. The lead remains in use. No patient complications have been reported as a result of this event.